Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that during a supply change, insulin was leaking from the cartridge plunger side. The user replaced the cartridge, connector, and infusion set, after which the supply change was completed without issue. Replacement supplies were arranged. Blood glucose was not affected. No medical intervention was required.